Event description:
International affiliate reports the lumbar cage broke during insertion. Reports two-thirds of the cage was already in the disc space when breakage occurred and could not be removed. This portion of the cage remains in the patient. Affiliate reports there were no adverse consequences to the patient.

Manufacturer narrative:
Visual inspection of the returned cage fragments found two broken pieces, both measuring approximately ¼" x ¼." The pieces were placed together and impact damage was noted around the threaded insertion hole. Thread damage was also noted. Review of the device history record cannot be performed as lot code is not contained on the returned fragments and is unknown. No definitive conclusions can be made. However, the observed damage suggests that the cage may have been subjected to a higher than anticipated impaction force while being inserted resulting in device fracture. In the absence of an observed trend, this complaint will be closed with no further action required. If additional information becomes available, the complaint file will be re-opened and investigated further.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.